Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery, smoke rose from the bottom end of the ophthalmic handpiece during phacoemulsification. The surgery was completed on the same day with no harm to the patient.

Manufacturer narrative:
Corrected information is provided in section d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections h.6, and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to be relevant to this investigation but was unable to verify a root cause. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).